Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "incomplete seating of press-fit porous-coated acetabular components" written by bryan d. Springer, md, william l. Griffin, md, thomas k. Fehring, md, juan suarez, md, susan odum, med, ccrc, and caryn thompson, ccrc published by the journal of arthroplasty vol. 23 no. 6 suppl. 1 2008 was reviewed. The article's purpose was to evaluate the results of zone 2 gaps created by incomplete seating of 133 acetabular components in a group of 303 patients of 167 women and 136 men with operations performed between august 1990 and march 2002. All acetabular components were identified depuy products and it is assumed that complimentary femoral components were depuy products. Figure 3 provides radiographic image of an example for incomplete seating according to narrative description. Depuy products: duraloc acetabular components, poly liners, stem, head. Adverse event: osteolysis attributed to poly wear (treated by revision and exchange of liner). Infection (treated by revision). Dislocations (treated by revision of exchange of liner). Loose stem (interface unknown and treated by revision).